Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information becomes available, a follow up report will be submitted.

Event description:
On an unreported date, the patient experienced a breach in aseptic technique which caused peritonitis. The hp was hospitalized for the peritonitis. Treatment was reported as cefazolin (dose, frequency and lot number not reported) intraperitoneally (ip). Per the rn, the peritonitis was not related to baxter solutions, devices or disposable products. Specifically, there was a breach in aseptic technique and the hp was retrained. The patient was recovered from the peritonitis. No additional information was available at the time of this report.